Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ es server used in this incident, it was determined that the user was unable to add new patients. A technical support specialist verified that messages were being received by the cce interface, dialed into the es server, opened sql server management studio, and ran a query to determine if messages were queued at the es server. The tss then ran a query to determine the timestamp of the last received message to resolve the issue to resolve. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user was unable to add new patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.